Event description:
It is reported that a revision surgery occurred due to a loosening of the durom acetabular component.

Manufacturer narrative:
This report will be amended when our investigation is complete. The mentioned durom acetabular component (EU version) is only reported because its a similar product of a version in the u.s. The products mentioned are sold in the us.